Event description:
It was reported that the right ventricular (rv) lead had high thresholds since last generator changeout. The caller is to talk to the physician about an xray to check the header or lead slack. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).